Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side no complaint against device. Healthcare professional later reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported no complaint against device. Later, healthcare professional reported capsular contracture, baker grade unknown. Later, healthcare professional reported ¿rupture¿ discovered during explant surgery. Later, healthcare professional reported "animation deformity". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2025-19025. All information has been consolidated into this report. Correction to information submitted in supplemental medwatch #1: information from the physician's office was misinterpreted. The device remained implanted at the time the previous medwatch was submitted. It has now been confirmed that the right side device was explanted on (B)(6) 2025. Reason for reoperation: capsular contracture, baker grade unknown; "animation deformity"; rupture discovered during surgery device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.